Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer required assistance from the contact to address bg with a manual injection. Reportedly, customer loaded a new cartridge to resolve the issue.